Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital for pneumonia and was not conscious. The field representative was contacted to perform a routine check of the device. During the interrogation of the ICD, there was loss of capture noted on the atrial channel. The device is programmed to ddd and ventricular sensing is visible on the electrogram. The patient¿s intrinsic rate is at 98 ppm. It was also noted that the pacing impedance measurements on the right atrial (ra) lead were above 3,000 ohms and the daily measurements have shown high out of range pacing impedance measurements over the last year. This patient has been lost of follow ups and the last time the patient was seen was in (B)(6) 2010. At that time, the atrial pacing impedance measurements were 445 ohms. In addition to the out of range impedance measurements, noise was also noted back in (B)(6) on the ra lead that was oversensed and led to atrial tachy response (atr) mode switching. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the ra lead and ICD remain implanted and in service. Attempts to obtain additional information on this issue have been unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.